Event description:
The patient called to report that since getting home they have had weird problems where their heart is going so fast they cannot talk and they shake all over. The patient also stated that sometimes at night they are woke up because it is going so fast and vibrating. Follow-up was conducted and from the information received it was reported that the patient was seen and there was a rate change to the rate response of their device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri58, implantable pacing lead, implanted: (B)(6) 2013. A 672,5 implantable adaptor, implanted: (B)(6) 2013. (B)(4).